Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports they received a false positive result while using cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn: (B)(4), lot: 23853b, reader sn: (B)(4). The customer repeated the cue test two times and received two negative results. Immediately after receiving the false positive cue result, customer performed two ihealth antigen test which both provided a negative result. Customer performed a confirmatory pcr test on (B)(6) 2022 which also provided a negative result.